Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is unable to charge their ins. The patient stopped using their device for a long period of time. The patient did not keep the ins charged. The rep was unable to recover the patient's ins with a physician recharge mode (prm). The issue was not resolved at the time of the report. The replacement of the ins was discussed with the patient and healthcare provider (hcp). The patient reported that they had good coverage for pain with using they therapy. The patient wants to resume using their therapy, but will need a replacement. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.